Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The additional information received does not change the conclusions of previous investigation.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: 00620005622 lot 61661053 trilogy shell 56mm, 00631005632 lot 61655223 longevity liner xlpe, 00625006530 lot 61636612 6.5x30mm screw, 00625006540 lot 61504863 6.5x40mm screw, 00771101500 lot 61322401 stem size 15, 00801803203 lot 61693383 versys head 32mm+3.5.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-03448, 0001822565-2019-03449, 0001822565-2019-03450.

Event description:
Patient¿s legal counsel reported patient underwent left total hip arthroplasty. Legal counsel further reports that plaintiff claims damages as a result of injury to himself approximately 8 years post implantation. No revision has been reported to date. No further event information available at the time of this report.